Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a prime rewind anomaly. Customer stated they were unable to exit the preparing to prime loop on their insulin pump. Troubleshooting found the customer did not receive a second series of beeps and numbers did not appear on their screen. The customer's blood glucose was unknown. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.